Manufacturer narrative:
Citation: brscic e, et al. In-hospital and mid-term outcomes of ECMO support during coronary, structural, or combined percutaneous cardiac intervention in high-risk patients ¿ a single-center experience. Cardiovasc revasc med. 2021 nov;32:63-67. Doi: 10.1016/j.car rev.2020.12.020. Epub 2020 dec 17. Earliest date of publish used for date of event. Medtronic product referenced: ¿evolut¿, which may include evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt), or evolut pro+ (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the impact of prophylactic extracorporeal membrane oxygenation (ECMO) support in complex percutaneous coronary or structural cardiac procedures. All data was collected from a single center between july 2018 and july 2020. Of the 27 patients included in the study population (predominantly male, mean age 80 years), an unspecified number of patients underwent transcatheter aortic valve implantation (tavi) with an abbott portico or medtronic evolut self-expanding valve. No unique device identifier numbers were provided. Among all 27 patients, a total of 16 deaths occurred during a mean follow-up of 11 months. No correlation was made between medtronic product and the deaths. Non-death adverse events included: two tavi patients developed advanced atrioventricular block necessitating permanent pacemaker implant within 24 hours of the procedure, and ten patients required blood transfusions in the days following the procedure. Medtronic product may have been associated with these adverse events. No additional adverse patient effects or product performance issues were reported.